Manufacturer narrative:
510k: this report is for an unknown. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Concomitant medical product(s): unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: bode, ra., et al (2009), use of bioabsorbable knotless suture anchors and associated accelerated shoulder arthropathy, the american journal of sports medicine, vol.37 no.7, pages 1429-1433 (united kingdom). Doi: 10.1177/0363546509332248. The study emphasizes on evaluating an anchor produced from poly-l-lactic acid (plla) and noting recent reports of this bioabsorbable anchor and its associated complications. The patients evaluated on course of this study: between october 2002 and march 2005, 3 out of the 22 patients who underwent capsulolabral repairs developed signs and symptoms of chondrolysis. The median age of the patients was 29 years, with a male to female ration of 3:1. The routine follow-up of patients was 18 months with an average of 3 anchors (range, 2-4) used in each repair. All patients developed their initial injury because of traumatic injury to the affected shoulder and were selected for initial surgery based on clinical and radiological findings and underwent a standard diagnostic arthroscopy in the beach-chair position with posterior, anterior and anterolateral portals. All demonstrated no evidence of arthropathy at initial surgery with isolated injury. Two of 3 patients consented to undergo a repeat arthroscopy. The article describes the following procedure: a capsulolabral repairs using bioknotless suture anchors. The devices involved were bioknotless suture anchors (depuy mitek, raynham, massachusetts). Complications mentioned in the article were: 1. Patient 1 (male): had pain superiorly in the shoulder at the extremes of movement and on lifting at 15-month follow-up. Imaging demonstrated a re-tear of the previously repaired superior labral anterior posterior (slap) lesion with an area of focal osteolysis superiorly. 2. Patient 2 (male): reported a painful arc at 110° to 140° with palpable crepitus and inconclusive provocative tests. Imaging revealed an area of bone osteolysis with evidence of early osteoarthritis. 1 anchor had pulled out which was surrounded by osteolysis and a pit. 3. Patient 3 (female): reported generalized and nonspecific shoulder pain with palpable crepitus throughout the rehabilitation period. Imaging showed marked osteolysis around the anchor sites. Pits containing injected contrast were evident, with an irregular joint surface. An osteophyte was seen at the inferior aspect of the humeral head on the coronal sequences confirming advanced osteoarthritis.